Event description:
The customer reported the insulin pump failing to rewind, a no delivery alarm, and a battery out limit. Troubleshooting for the battery out limit found the device apparently working as designed, but a battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the problem. Troubleshooting for rewind found the device apparently working as designed. Troubleshooting for the no delivery alarm also found the device apparently working as designed. The customer's blood glucose value was 184 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.